Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call blank display anomaly and low battery alarm on the insulin pump. Customer¿s blood glucose level was 275 mg/dl. Troubleshooting for low battery alarm was performed. Customer¿s mother replaced the battery. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery three times as the issues remained unresolved. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.